Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported patient had a left hip revision due to recurring dislocation. Sales rep reported the doctor observed no wear at the head and neck junction and felt that the patient was doing vigorous exercise.